Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be intermittently responding. The button was removed and contamination was observed on the button.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be intermittently responding. This report is being made based on the evaluation results.